Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal and upstream occlusion (uso) seal were both lifting. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log was reviewed. Functional testing was performed. The uso and dso seals were both replaced.

Event description:
Analysis of the returned device found lifting upstream and downstream occlusion seals. There was no patient involvement.